Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''post-implantation - svd - calcification'' was confirmed from imagery. No device serial / lot number was provided; therefore, the device history record (DHR) could not be reviewed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for ''valve - calcification'' and ''post implantation - svd - calcification'' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, the patient has a history of dm (diabetes mellitus), which is a well-known risk factor for developing bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The valve was not returned for evaluation.

Event description:
According to valve clinic coordinator, patient had a 23mm sapien 3 transcatheter heart valve implanted in 2019. Patient presented with as related symptoms (shortness of breath) and upon trans-thoracic echo was diagnosed with aortic stenosis and aortic insufficiency of the tavr valve. The patient was referred to cardiothoracic surgery where they did a surgical procedure to remove the tavr valve, implant a new aortic surgical valve and replaced the mitral valve. The procedure went well and the patient is stable. The serial number of the 23 sapien 3 valve is unknown. Per the field clinical specialist (fcs), the initial reporter did not allege the edwards devices were deficient in some way. Per the implanting physician ''patient has valve leaflet degeneration - history of covid and likely some thrombus formation leading to calcification of valve leaflets and now mod to severe ai and, mod a''. The mean gradient of the valve is mean 54, peak 90 on transthoracic echocardiogram (tte), and mean 34 and peak 55 on transesophageal echocardiogram (tee) from (B)(6) 2023 with a velocity of 474.5cm/sec and a valve area/index of 0.53. Per the tee, the aortic valve is calcified. There is a bioprosthetic aortic valve. The prosthetic aortic valve is well-seated. S/p tavr. There is moderate to severe intravalvular regurgitation through the prosthetic aortic valve. The gradient is abnormal for this prosthetic aortic valve. There is moderate aortic stenosis. Some leaflet restriction noted. There is moderate to severe aortic regurgitation.